Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument, and found intermittent damaged tips after reported lld issue. Fse verified adjustments were still good, tips aligned properly and go into proper positions cleanly. Fse was able to run splld and demo plates without issue. Instrument is operating as expected. The instrument was tested without further problem.